Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a computed tomography (CT) scan following their initial implant procedure. The physician assessed the CT scan and determined that the lead was placed sub-optimally. The patient underwent a lead revision procedure where the lead was explanted, and a new lead was implanted in the new targeted location. The lead was discarded and not returned for analysis. The patient is doing well post-operatively.